Event description:
It was reported by the vns patient's sister that the patient has been experiencing sleep apnea and an increase in seizures. The sister indicated the patient has been non-compliant with using his CPAP which she thought could be contributing to the increase in seizures. The patient was observed at the hospital and moved to a skilled care unit in a nursing home. Attempts for additional information have been unsuccessful to date.

Event description:
Manufacturer follow up with the patient's treating nurse practitioner revealed the increased seizures and sleep apnea events are not felt to be related to the vns. The nurse practitioner believes the sleep apnea is "ideopathic" and the patient "has had for a long time." The patient is also (B)(6). The most recent vns settings adjustment occurred on (B)(6) 2012, and the patient was set to 1.5ma output current and a 25% duty cycle. Vns device diagnostics were reported as normal, but were not specified.